Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device has been at the elective replacement indicator (eri) since 2004. There have been multiple ventricular tachycardia (vt) episodes since then; however, no therapy was delivered. There was also a fault code 5, which is a charge timeout. Pacing therapy was confirmed to still be available. A boston scientific technical services (ts) consultant recommended changing the device out as soon as possible. Ts also stated that the fault code was not surprising due to the state of the device. The device was implanted in 1998. No adverse patient effects were reported.